Manufacturer narrative:
Age at time of event - 18 years or older.

Event description:
It was reported that the balloon ruptured. The 95% stenosed target lesion was located in the severely tortuous and severely calcified common femoral artery. A 6.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. During procedure, after an unknown wire passed through the lesion, dilation was tried to perform with the cutting balloon. However, it was noted that the balloon ruptured. The procedure was completed with another of the same device. No patient complications reported.

Manufacturer narrative:
A2: age at time of event - 18 years or older. Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. A microscopic examination identified a balloon pinhole located approximately 7mm proximal of the distal balloon bond. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 10 atmospheres. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination identified no kinks or damage to the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that the balloon ruptured. The 95% stenosed target lesion was located in the severely tortuous and severely calcified common femoral artery. A 6.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. During procedure, after an unknown wire passed through the lesion, dilation was tried to perform with the cutting balloon. However, it was noted that the balloon ruptured. The procedure was completed with another of the same device. No patient complications reported. It was further reported that the balloon was simply pulled out from the patient's body and patient's condition is good.

Manufacturer narrative:
Age at time of event - 18 years or older.

Event description:
It was reported that the balloon ruptured. The 95% stenosed target lesion was located in the severely tortuous and severely calcified common femoral artery. A 6.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. During procedure, after an unknown wire passed through the lesion, dilation was tried to perform with the cutting balloon. However, it was noted that the balloon ruptured. The procedure was completed with another of the same device. No patient complications reported. It was further reported that the balloon was simply pulled out from the patient's body and patient's condition is good.